Event description:
On (B)(6) 2025, the user reported an "insulin occlusion" while using an inset 6mm 23-inch infusion set. The agent instructed the user to disconnect and fill the tubing, after which insulin delivery resumed successfully. Blood glucose (bg) was not affected during the event. No symptoms were experienced by the user during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.